Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and release criteria was then checked. After checking that all release criteria was met the physician released the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. After releasing the device a small thrombus developed on the top of the closure device. The physician did not perform any intervention to remove the thrombus. The patient remained on dual oral anticoagulation medicine with the plan to review with another transesophageal echocardiogram at a future date. The patient was doing fine following this event and has since been discharged from the hospital.